Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost single detector is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. For anatomies that are larger than the detector size, it is possible to make a series of exposures covering the whole anatomy (for example full spine or full legs). These individual images can be "stitched" together via the software program. For proper patient positioning and support, the patient can be placed on the so-called stitching patient support or stitching stand (9890 010 87432), a platform with two handles that the patient can hold on to during the examination. For the ease of use during transportation, the patient support for stitching has wheels and a folding footboard. The footboard is connected to the frame via two hinges and a brake cylinder. It has to be folded up and fixed by a hook for transportation, e.g. From one room to another. The brake cylinder was introduced with fco71200185 and has the task to ensure that the footboard lowers itself slowly (within 5-7 seconds) when the hook is released, to prevent the footplate from falling on the foot of a person. If the operator steps on the footboard while it is still moving down, the mounting of the brake cylinder can break, and the footboard falls down immediately. In a worst case, it may hit the foot of a person and break a bone. Philips received a complaint on digitaldiagnost single detector indicating the patient stitching support broken. The device use was unknown and there was no patient or user harm. The field service engineer (fse) performed analysis and concluded that the gas spring and handles on both sides of the support frame were faulty due to wear and tear, which led to the failure of the stitching support. Out of the four handles on each side, two had detached from the frame. The fse replaced the stitching support stand, and the device was returned to normal use. Based on the information available and the testing conducted, the cause of the reported problem was wear and tear. The reported problem was confirmed by the customer. The device was tested and is returned to use with full functionality.

Manufacturer narrative:
Reference ID: (B)(4). Digital diagnostic single detector is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on digitaldiagnost single detector indicating that the patient stitching support was broken. The device use was unknown and there was no patient or user harm. The complaint investigation is in-progress.

Event description:
It was reported that the stitching support was broken. The device use was unknown and there was no harm to patient or user.